Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 310c29 tissue valve implanted on 2015-(B)(6). (B)(4).

Event description:
It was reported that the "chronic right ventricular (rv) lead had trapped the septal leaflet and was intertwined with the septal cords." It was also noted that a thoracentesis was conducted for a pleural effusion resulting from multiple valve replacement surgeries. According to manufacturer records, the lead remains in use. This patient was a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.